Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the up arrow, down arrow and ok keypad buttons were unresponsive. There was no reported patient impact associated with this complaint. There was no additional information available for this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up # 1 07/03/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on 06/04/2012 with the following findings: the keypad was fully intact without peeling or visible damage; however, the audio bolus button is torn. The ok and down arrow keypad buttons responded intermittently and required excessive force to evoke a response. All other keypad buttons are appropriately responsive and have normal spring back or click. The keypad was removed for investigation and revealed visible contamination under the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Also unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).